Event description:
The patient presented to local ed (emergency department) with stroke like symptoms and reported that they had slept for nearly 24 hrs prior and when they woke up, had urinated and defecated on themselves. It was noted that battery power was very low. Patient was hooked up to the power module upon arrival to hospital. Upon interrogation, there were multiple low voltage advisories and clock not set recordings. The controller was not alarming at the time it was hooked up to the power module. Confirmation that the pump was on by looking at the controller was not done as it wasn¿t alarming and it was in the patient's shoulder bag. The patient was later diagnosed with ischemic stroke due to left temporal and occipital acute/subacute infract. Patient was also noted to be noncompliant with regular international normalized ratio (inr) checks. Inr upon admission was 1.1. Patient was started on heparin drip and still had minimal deficits including memory. Patient stated that they were on batteries. It was reported that both batteries' power depleted followed by depleted battery in the controller leading to pump off for unknown amount of time. Related system controller manufacturer report: 2916596-2022-10497.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke and bleeding as potential adverse events which may be associated with the use of heartmate ii lvas. Section 6 of this document (under ¿anticoagulation¿) also outlines recommended anticoagulation therapy and international normalized ratio (inr) range. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ this section also warns: "do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms." Section 6 of the IFU, "patient care and management," further outlines the necessary steps to take in order to prepare for sleep. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook further cautions, ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment.¿ incidental findings: unsustained pump power and flow elevations were observed through one of the submitted log files. The pump appeared to have operated as intended at the set speed and the cause for these parameter changes could not be conclusively determined. A direct correlation between the reported ischemic stroke and the device could not be conclusively established through this evaluation. Additionally, review of the submitted log file revealed evidence to suggest that the system controller had experienced a total loss of power, including depletion of the system controller's backup battery, resulting in the system clock being reset to the default timestamp once power was later restored. Such an event would have resulted in a pump stop for an unknown duration of time. The initially submitted log file showed that the system was operating on the default timestamp throughout most of the file¿s duration, indicating that a total loss of power had occurred, and the system clock was reset after power was later restored. The pump appeared to have functioned as intended at the set speed throughout the log files. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.